Manufacturer narrative:
Reported event: an event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: -product evaluation and results: device with disassociation was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection: collar locking mechanism - dislodged , -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.

Event description:
Blade attachment receiver on mics fell off the handpiece during bone prep. The collar fell off but we were able to recover all the screws that normally hold it on the handpiece. None fell in the patient. Case type / application: tka 2.0.